Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v589242, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer's family member reported that the patient was not feeling stim on (B)(6) 2015 but the patient was feeling it on (B)(6) 2015. The patient felt it when the event was reported but then he was not feeling it. Therapy was noted to be on. The patient's stim was at 6.30v in program 2 which was the upper limit. The stim was noted to be at 3.90v and at first, they insisted it was not increased that high but later said they did increased it but were not sure how much. It was also noted that they saw the image of the implant with the lightning bolt at one point which implied that therapy might have been turned off at a point. The consumer's family member insisted that she never touched the blue on/off keys. The patient also had urinary tract infection that has been constant since 2013 and was also going to the bathroom a lot. The patient started working with a doctor a month ago that recommended some medication for help with his urinary issue. The patient was indicated for gastrointestinal/ pelvic floor. There was no further information provided about this event. If additional information is received, a follow up report will be sent.